Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6)2017 it was reported to k2m, inc. That a revision surgery took place in which screws were removed. Revision surgery took place (B)(6)2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Analysis of the screw showed that the fracture was caused by metal fatigue. As stated in the instructions for use (IFU) for our pedicle screw systems, "our implants are intended to provide temporary stabilization" and "maintain alignment until healing occurs." If healing does not occur, however, the implant could eventually break. Pseudarthrosis is also listed as a potential adverse event in our IFU, as too is cracking or fracturing of components.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which screws were removed. Revision surgery took place (B)(6) 2017.